Event description:
It was reported that the medfusion pump was not infusing medication. The product problem was observed during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a crack on the lower left front corner of the top case. A motor rate, or motor not running error was not found in the event history log (ehl). No functional issues were found during an occlusion test. The investigation did not confirm the customer reported product problem. No fault was found with the pump.